Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The customer stated that they passed out from the insulin pump not going into threshold suspend. The customer was explained that if the sensor is not reading the isf and if it is not trending in the same direction then the pump will not suspend. Furthermore, the pump will suspend because of the sensor reading and not what her blood glucose level is at. The patient's blood glucose was unknown at the time of the call. The customer stated they had a weak signal and a lost sensor error the customer declined trouble shooting and stated that they will call their health care provider to help them adjust the threshold suspend. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.